Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet insulin pump repeatedly displayed a restart alert and failed to recover after multiple guided restarts, with the event verified in device history and occurring again immediately after each restart; the pump had at least 50% charge, and the issue was consistent with consecutive stalled motor alerts requiring replacement. Symptoms included hyperglycemia with a reported maximum glucose of 208 mg/dl lasting about six hours, without ketone testing or medical intervention. Outcomes included temporary interruption of automated insulin delivery, use of backup therapy, and arrangement for device replacement with overnight shipping. Investigation included review of device history and guided troubleshooting to confirm charge level and reproducibility of the alert after restart. Investigation of this device revealed a malfunction related to insulin delivery due to a stalled motor condition within the pump mechanism that persisted despite restarts. It was concluded, based on previously established findings for similar reports, that the cause was an internal device component failure of the pump motor assembly.